Event description:
There has been a significant increase of patient lab results with elevated total calcium starting in 2007. I have collected data and have come to the conclusion that there is a calcium contamination issue with the following product: 4 ml lithium heparin separator vacuette supplied by greiner bio-one, lot: b010801.